Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump krt was microscopically examined, and it was worn to the filament. The pump passed leakage and functional testing. The cylinders were microscopically tested and the first cylinder had wear at a fold in the middle, proximal and distal end of the cylinder. This cylinder also had a hole in the middle of the cylinder. This cylinder had a hole in the outer tube and broken fabric threads in the middle of the cylinder. This cylinder had a leak in the middle and distal end. The second cylinder had wear at a fold in the middle, distal end and proximal end. This cylinder had a hole in the outer tube. This cylinder had a leak in the distal end and middle of the cylinder.

Event description:
It was reported that this inflatable penile prosthesis stopped performing as expected as it would not inflate. The patient underwent surgery and fluid loss was observed. In addition, a hole in the distal part of the left cylinder was identified. All components were removed and replaced. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis stopped performing as expected as it would not inflate. The patient underwent surgery and fluid loss was observed. In addition, a hole in the distal part of the left cylinder was identified. All components were removed and replaced. There were no patient complications.